Event description:
Affiliate reported that the device was replaced by a valve with siphon guard in 2008. The product code of the replaced device is unk. Additional information explained, the product was placed in late 2006. Initial pressure was 60mmh2o. The surgeon changed the pressure along with the patient's symptoms. But the patient's ventricle condition was unstable. The device was working completely, but the surgeon felt this product couldn't match this patient's condition. Therefore he replaced another device. Since product had a siphon guard, the initial pressure was 200mmh2o but has changed to 130mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.